Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient complained about hip pain. After an x-ray, it was determined that the cup was loose. Upon explantation, it was discovered that there was no bony-ingrowth on the cups surface. We replaced the cup, liner, biolox, and screws.